Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The error logs were clear and no problem was found. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit's display froze. No patient harm, serious injury or adverse event was reported.